Manufacturer narrative:
Concomitant products: a 6947-65 lead, implanted: (B)(6) 2010, 5076-52 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation due to high threshold on the left ventricular epicardial lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.